Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the moderately calcified, 90% stenosed anatomy as the compromised device was removed resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a narrow, moderately calcified lesion in the distal left anterior descending artery that was 90% stenosed. A stent was successfully implanted at the target lesion. During removal of the hi-torque versaturn guide wire, it was observed that the tip had separated and became embedded in the implanted stent (between stent and vessel). The guide wire was removed, but the tip remained in the patient. There was resistance noted with the anatomy during removal. The patient status is safe. There are plans to retrieve the tip, but it is unknown when. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.